Event description:
It was reported that the episode tab in carelink remote monitoring network was showing an atrial fibrillation (af) episode detected and the duration of the af episode was not correct. The clinic continues to receive events reported for atrial fibrillation (af) burden thresholds. The report should not report a duration until the af episode is terminated. The network remains in use. There was no patient involvement..

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.